Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated and unstable thresholds. The left ventricular (lv) lead also exhibited fluctuating lead trends. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.